Event description:
Further information received reported an additional instance of far p wave oversensing.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far p wave oversensing.

Event description:
Further information received reported an additional instance of far p wave oversensing.